Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a two level balloon kyphoplasty procedure. During the procedure, at the first level, there was a balloon rupture. There were no patient complications reported. No further details are known at this time.